Event description:
Customer reported receiving a button error alarm on the insulin pump when attempting to bolus for blood glucose readings of 242 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm noted during testing. The device had minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.